Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a lost sensor alert on their insulin pump. The patient's blood glucose level was at 311 mg/dl. The caller was the customer's mother who stated that there were no significant events that could have led to the issue. The mother was informed that the issue could be a sight problem and that the pump is not communicating with the transmitter because the two devices should not be placed too far apart from each other. The mother was assisted with connecting the sensor with the insulin pump and was advised to monitor the product for any future issues. No further information was provided.